Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID# 2134265-2011-04496. It was reported that post a stenting treatment procedure, restenosis occurred. The first target lesion was 90% stenosed measuring 15mm in length with a reference vessel diameter of 3mm located in the proximal saphenous vein graft (svg). The first target lesion was treated by placement of a 3.00x16mm taxus liberte stent resulting in 0% residual stenosis. The second target lesion was 90% stenosed measuring 22mm in length with a reference vessel diameter of 3mm located in the mid svg. The second target lesion was treated by placement of a 3.00x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain. Cardiac catheterization revealed in stent restenosis of the 3.00x16mm and 3.00x 24mm taxus liberte stents. The patient received angiography without revascularization and planned further intervention for a later date. The subject was taken off (B)(4) study drug and started on open label prasugrel. Imdur and norvasc were also prescribed. 10 days later the event was considered resolved without residual effects.